Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.

Event description:
It was reported that the entire system, including the pacemaker, the right atrial lead, and the right ventricular (rv) lead, was explanted due to infection. The rv lead had exhibited loss of capture.